Event description:
Pt received psychiatric electroshock and afterward experienced long term memory loss; short term memory loss; personality change to the detriment of the pt; sleep difficulty: and math disability.